Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for inappropriate shocks from the implantable cardioverter defibrillator (ICD) due to detecting atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular fibrillation (vf) episode. The device was reprogrammed and the issue was resolved. The device remains in use. It was further reported that the right atrial (ra) lead has undersensing seen on stored electrocardiograms. The lead remains in use. No further patient complications have been reported as a result of this event.